Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported medical attention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes chapter 11 / page 119: hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that the patient was doing work in the garden and it was a very hot day. He kept giving himself insulin, with no effect. He gave himself more and more insulin, then went to lie down. When he woke he was surrounded by paramedics. His blood glucose (bg) had dropped to 43 mg/dl. He was treated at his home with an IV of glucose. The pod was worn for 1 to 4 hours on his arm. The pod was taken off at the scene and a new one was applied about 2 hours later.

Manufacturer narrative:
The received device was found to have the bottom housing vent installed correctly. The housing vent maintains equal atmospheric pressure outside and inside the pod which prevents the over delivery of insulin. No issues were observed that would result in the reported event.